Manufacturer narrative:
Follow-up information received on 02-aug-2016 - legal claim provided: each of the plaintiffs (not individualized in document) was implanted with essure for permanent sterilization and subsequently had the device removed due to complications (not specified). The complications suffered by plaintiffs include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this case report initially was received by consumer, upon receipt further information from lawyer this case was considered a legal case and refers to an adult female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced non-stop bleeding for almost 90 days straight (seen as genital bleeding) and severe depression. These events are serious due to medical importance and required intervention. Bleeding is listed while severe depression is unlisted in the reference safety information for essure. Genital bleeding may occur during essure use. In this case, given close temporal relationship and event's nature, causality between non-stop bleeding and essure use cannot be excluded. Some depressive feelings and emotional disturbances regarding definitive contraception with essure have been reported. However, major depression is not expected. Therefore, causality with essure use is very unlikely. Since an intervention was implied (she lost her fallopian tubes), this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1200, awareness date 04-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Less than 48 hours after essure insertion, consumer experienced stomach extremely bloated and itching, nonstop bleeding for almost 90 days straight, severe cramping, extreme fatigue, weight gain, brain fog, severe depression. She lost fallopian tubes as a result of essure. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced non-stop bleeding for almost 90 days straight (seen as genital bleeding) and severe depression. These events are serious due to medical importance and required intervention. Bleeding is listed while severe depression is unlisted in the reference safety information for essure. Genital bleeding may occur during essure use. In this case, given close temporal relationship and event's nature, causality between non-stop bleeding and essure use cannot be excluded. Some depressive feelings and emotional disturbances regarding definitive contraception with essure have been reported. However, major depression is not expected. Therefore, causality with essure use is very unlikely. Since ain intervention was implied (she lost her fallopian tubes), this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced non-stop bleeding for almost 90 days straight (seen as genital bleeding) and severe depression. These events are serious due to medical importance and required intervention. Bleeding is listed while severe depression is unlisted in the reference safety information for essure. Genital bleeding may occur during essure use. In this case, given close temporal relationship and event's nature, causality between non-stop bleeding and essure use cannot be excluded. Some depressive feelings and emotional disturbances regarding definitive contraception with essure have been reported. However, major depression is not expected. Therefore, causality with essure use is very unlikely. Since ain intervention was implied (she lost her fallopian tubes), this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.